Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that alert/notification settings occurred. On (B)(6) 2024, it was reported that the patient¿s dexcom receiver did not provide the patient with any alerts causing the patient to have a hypoglycemic event. The patient was found unconscious by his wife while his cgm was reading 42 mg/dl. 911 was called. Once emergency medical services arrived, the patient was treated with a ¿shot of glucose¿. The patient recovered in 10-15 minutes after treatment. The patient declined being transferred to the hospital. The patient was in stable condition at the time of report. No data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction is required.